Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and while reviewing log faults verified failure 58 multiple times. The fse replaced the solenoid driver board, reseated the safety disk and retightened all luer fitting on the safety disk. Functional tested was performed without any further failures. The fse then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a leak error. It is unknown under which circumstances the event occurred. It is also unknown if there was a patient involved and if there was any patient harm/injury; however there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer reported that the issue occurred during use on patient.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had a leak error. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had a leak error. No patient harm, serious injury or adverse event was reported.